Event description:
It was reported that upon interrogation of this patient's device, a code 1004 which is indicative of a short circuit condition was detected during shock delivery, was detected. Also, a code 1007 was observed, which is indicative of capacitor charge time has exceeded the limit was detected. Also, a message that the voltage was too low for remaining capacity, was observed. A low out of range shock impedance measurement of 12.5 ohms was observed. Technical services (ts) noted this led to the capacitor charge time exceeding limits and the subsequent voltage issues. Ts noted this patient was non-compliant and not in latitude nxt. This patient was asymptomatic. Ts noted this patient is considered unprotected and recommended system replacement. At this time, this device remains in service. No adverse patient effects were reported.